Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. Performed gripping and bumper test with no issue. The instrument was re-tested and passed recognition, engagement and intuitive motion test on both attempts. Visual inspection found no physical damage on the instrument. The instrument was fully functional. No product issue was identified. The complaint was not confirmed by failure analysis, however, the reported event indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the tip-up fenestrated grasper instrument tip up popped off of the carriage while grasping tissue. The bedside assist re-engaged the instrument with the carriage and from that point on, the surgeon could no longer control the instrument so a release kit had to be utilized to open the jaws. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted no patient injury occurred. The instrument was inspected prior to use and no damage was noted. The procedure was for a wedge resection for a lung mass. The surgical task was for when surgeon was grasping tissue. The issue did not occur after a system fault. The target tissue was for lungs. The jaws were stuck on tissue when the issue occurred and the surgeon/or staff able to successfully open the jaws intraoperatively and release the tissue with a a release key was used. There was not any adverse effect to the grasped tissue . The procedure was completed robotically as planned.